Manufacturer narrative:
Corrected data: in the initial MDR report, the UDI number was listed as n/a (not applicable). This report reflects the correction as follows. UDI #: (B)(4) unknown. Device evaluation: the product was not returned; therefore, an investigation was not possible. The customer's reported event could not be confirmed. A manufacturing record review could not be performed as the product lot number was not provided, is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lot #: unknown. Expiration date: unknown. (B)(4). Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
Male patient reported that he experienced irritation in his eyes and his eyes were red with use of consept onestep. Patient saw a doctor. Doctor observed red eyes and prescribed eye drops. Patient further reported he had irritation in his eyes along with tearing. Further follow up noted patient's red eye still remains but his symptoms have relieved gradually. Requested the name of the eye drops prescribed but it was not provided. The product lot number was not provided. No further information. Neutralizing tablets are used in conjunction with the solution, and a separate MDR will be filed for the tablets.